Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil perforated my uterus') and genital haemorrhage ('bled for 53 days after I had essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), muscle spasms ("cramping"), discomfort ("discomfort"), nausea ("nausea"), abdominal distension ("uterus bloated up"), decreased appetite ("lost appetite") and bowel movement irregularity ("hardly have bowel movement"). The patient was treated with surgery (emergency ablation and hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, back pain, muscle spasms, discomfort, nausea, abdominal distension, decreased appetite and bowel movement irregularity outcome was unknown. The reporter considered abdominal distension, back pain, bowel movement irregularity, decreased appetite, discomfort, genital haemorrhage, muscle spasms, nausea and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil perforated my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bled for 53 days after I had essure"), back pain ("back pain"), muscle spasms ("cramping"), discomfort ("discomfort"), nausea ("nausea"), abdominal distension ("uterus bloated up"), decreased appetite ("lost appetite") and bowel movement irregularity ("hardly have bowel movement"). The patient was treated with surgery (emergency ablation and hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, back pain, muscle spasms, discomfort, nausea, abdominal distension, decreased appetite and bowel movement irregularity outcome was unknown. The reporter considered abdominal distension, back pain, bowel movement irregularity, decreased appetite, discomfort, genital haemorrhage, muscle spasms, nausea and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: case became incident as essure removal details were updated. On 23-mar-2020: new events added- "coil perforated my uterus", "back pain", "cramping", "discomfort", "nausea" and "uterus bloated up" added. New reporter added. On 23-mar-2020: new reporter, events: lost appetite, hardly have bowel movement were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.